Event description:
This case was initially received via regulatory authority ((B)(6) - health authorities in (B)(6), reference number: (B)(4)) on 19-apr-2019. The most recent information was received on 19-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ("stinging") and paraesthesia ("paresthesia") in an adult female patient who had essure (batch no. C64475) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), paraesthesia (seriousness criterion medically significant), sleep disorder ("sleep disorders"), nervousness ("nervousness"), myalgia ("muscle pain") and headache ("headache"). At the time of the report, the pain, paraesthesia, sleep disorder, nervousness, myalgia and headache outcome was unknown. The reporter provided no causality assessment for headache, myalgia, nervousness, pain, paraesthesia and sleep disorder with essure. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on 23-apr-2019 for the following reason: the case was assessed as an incident by the (B)(6) health authorities. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1907098) on 19-apr-2019. The most recent information was received on 24-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('stinging') and paraesthesia ('paresthesia / paraesthesia of the hands and feet') in an adult female patient who had essure (batch no. C64475) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), paraesthesia (seriousness criterion medically significant), sleep disorder ("sleep disorders / sleep disturbances"), nervousness ("nervousness"), myalgia ("muscle pain"), headache ("headache / chronic headaches"), gastrooesophageal reflux disease ("gastric reflux"), renal pain ("painful (pain in the kidneys)"), menorrhagia ("heavy menstrual periods"), fatigue ("more or less severe fatigue"), mood swings ("mood swings"), memory impairment ("memory problems") and disturbance in attention ("concentration problems"). At the time of the report, the pain, paraesthesia, sleep disorder, nervousness, myalgia, headache, gastrooesophageal reflux disease, renal pain, menorrhagia, fatigue, mood swings, memory impairment and disturbance in attention outcome was unknown. The reporter provided no causality assessment for headache, myalgia, nervousness, pain, paraesthesia and sleep disorder with essure. The reporter considered disturbance in attention, fatigue, gastrooesophageal reflux disease, memory impairment, menorrhagia, mood swings and renal pain to be related to essure. The reporter commented: events started shortly after its insertion. Despite all the examinations carried out (x-rays, magnetic resonance imaging, computed tomography scan, scintigraphy, blood test, etc.), nothing was diagnosed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 19-apr-2019. The most recent information was received on 16-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('stinging') and paraesthesia ('paresthesia / paraesthesia of the hands and feet') in an adult female patient who had essure (batch no. C64475) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), paraesthesia (seriousness criterion medically significant), sleep disorder ("sleep disorders / sleep disturbances"), nervousness ("nervousness"), myalgia ("muscle pain"), headache ("headache / chronic headaches"), gastrooesophageal reflux disease ("gastric reflux"), renal pain ("painful (pain in the kidneys)"), menorrhagia ("heavy menstrual periods"), fatigue ("more or less severe fatigue"), mood swings ("mood swings"), memory impairment ("memory problems") and disturbance in attention ("concentration problems"). At the time of the report, the pain, paraesthesia, sleep disorder, nervousness, myalgia, headache, gastrooesophageal reflux disease, renal pain, menorrhagia, fatigue, mood swings, memory impairment and disturbance in attention outcome was unknown. The reporter provided no causality assessment for headache, myalgia, nervousness, pain, paraesthesia and sleep disorder with essure. The reporter considered disturbance in attention, fatigue, gastrooesophageal reflux disease, memory impairment, menorrhagia, mood swings and renal pain to be related to essure. The reporter commented: events started shortly after its insertion. Despite all the examinations carried out (x-rays, magnetic resonance imaging, computed tomography scan, scintigraphy, blood test, etc.), nothing was diagnosed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-dec-2020: events gastric reflux, painful (pain in the kidneys) and heavy menstrual periods, paraesthesia of the hands and feet, more or less severe fatigue, mood swings, memory and concentration problems added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4) on 19-apr-2019. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ("stinging") and paraesthesia ("paresthesia") in an adult female patient who had essure (batch no. C64475) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), paraesthesia (seriousness criterion medically significant), sleep disorder ("sleep disorders"), nervousness ("nervousness"), myalgia ("muscle pain") and headache ("headache"). At the time of the report, the pain, paraesthesia, sleep disorder, nervousness, myalgia and headache outcome was unknown. The reporter provided no causality assessment for headache, myalgia, nervousness, pain, paraesthesia and sleep disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.